Event description:
The customer reported fifty-four (54) false positives with the determine hiv 1/2 ag/ab combo test with a capillary fingerstick sample between the dates on (B)(6) 2025 with multiple lot numbers. This report is for lot: 0000962457 (qty (B)(4). Confirmatory tests were performed with an unknown platform which returned negative results. The patients were confirmed to not be in active labor. Additionally, no pregnant patients were prescribed art as a result of the positive tests. No additional information, including treatment and outcome was provided.

Manufacturer narrative:
The customer reported a confirmed false positive result after testing with the determine ¿ hiv-1/2 ag/ab combo test kit, lot number: 0000962457. B3: customer was unable to provide exact date of event. The date range provided was 01may2024 to 01jun2025, and the lot on this report was manufactured in february 2025. Additional information: h7, h9. Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot: 0000962457 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number: 7d2648 / lot: 0000962457, device part number: 10732998 / lot: 966007. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot: 0000962457 showed that the complaint rate is (B)(4). As part of an investigation into preliminary false reactive results, abbott found that for kit lot: 0000962457, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted. Additionally, the vice president of patient services (cvp) for planned parenthood (B)(6) reviewed data across their network of 35 sites for the past 12 months. They identified 407 tests that were initially reactive, but with additional testing were negative. This was documented in the complaint ticket (B)(4). It is likely that the false positive results reported by this site in this ticket were included in that total. As part of an investigation into preliminary false reactive results, abbott found that for kit lot: 0000962457, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted. Abbott diagnostics scarborough will continue to monitor and trend for this reported issue as part of our ongoing post market surveillance.